Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with external devices following an unrelated surgical procedure. As a result, surgical intervention may be pending.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019 wherein the ipg was explanted and replaced. Effective therapy was restored postoperatively.